Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of treatment. The pd patient reported a fluid leak of from the patient's stay safe pin. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler. There was no fluid in the cycler and treatment was cancelled. It was reported alternate treatment was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the leak location from the back of the stay safe pin. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: a2 date of birth.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of treatment. The pd patient reported a fluid leak of from the patient's stay safe pin. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler. There was no fluid in the cycler and treatment was cancelled. It was reported alternate treatment was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the leak location from the back of the stay safe pin. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 4 of treatment. The pd patient reported a fluid leak of from the patient's stay safe pin. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler. There was no fluid in the cycler and treatment was cancelled. It was reported alternate treatment was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the leak location from the back of the stay safe pin. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient is available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
H3 plant investigation: the device was returned to the manufacturer without original package or identified and a physical evaluation was performed. During the visual inspection no damage was observed on the cassette and it¿s condition was acceptable. The trigger connector was not damaged. A functionality test was performed on the cassette with a liberty select cycler and no issues were detected.. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.